Event description:
It was observed during inspection of the device, the coating was peeling, and the distal end was burned on the bronchovideoscope.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. -additional information added to field: h3, h6 (component code- add 3123), h6 (medical device problem code- add 1385), and h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is presumed that the event occurred due to following stress that have been applied to insertion section- -physical stress such as scratching, hitting the insertion section -chemical stress by conducting reprocessing which is not recommended by IFU (reprocessing manual) -stress by poor storage environment (in direct sunlight, at high temperatures, in high humidity, exposed to x-rays and/or ultraviolet-rays, etc.) However, a definitive root cause could not be determined. Additionally, for the reported distal end burned, the presumable cause and the root cause of the event could not be determined. The reported coating at insertion section peeled off can be detected by following the instructions for use (IFU) which state: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, the coating was peeling on the bronchovideoscope there were no reports of patient involvement.